Event description:
It was reported an angio-seal device was deployed to seal the arteriotomy site. Right extremity pulses were absent following the procedure. The pt was transferred to surgery where the angio-seal device was removed from the common femoral artery. The pt was reportedly recovering.